Event description:
It was reported that during a superior mesenteric angioplasty treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the femoral artery. The target lesion was approximately 80-90% stenosed and was located in the severely calcified and mildly tortuous superior mesenteric artery (sma). This 150 cm, 8 cm v-18 control guide wire was advanced and aggressively attempting to cross a highly calcified lesion. As this guide wire was attempting to cross the occluded sma lesion, it was noticed that the tip of the v-18 guide wire broke off inside the patient. The fractured portion of the guide wire was successfully retrieved with a snare. The procedure was continued with a different guide wire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).